Manufacturer narrative:
Device received with intermittent button response due to flattened act and up button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
Device received with intermittent button response due to flattened act and up button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had up and act button were sticking. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that the new battery resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.